Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding, platelet dysfunction, and stroke are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2016, the patient suffered an intracranial bleed as well as an upper gi bleed. The patient still has residual effects of right-sided hemiplegia with parasthesia in the right arm that seems to be transient.&#2049;n MRI of the brain shows questionable neuromyopathy.&#2068;he patient received an icp bolt as apart of the treatment for the bleed. The heparin was discontinued for 24 hrs and then restarted with caution once the icp bolt was removed. However, neurosurgeons subsequently performed surgery as it was indicated to prevent abscess rupture and worsening neurological status. The patient is currently in the recovery phase. The gi bleed was treated conservatively with omeprazole, ranitidine, sucralfate, and nbm. The patient also received 1 units of prbcs and 1 unit of platelets. The gi bleed has resolved.